Event description:
It was reported that a device displayed a "system error 105" message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 105" message, caused by wearing of the motor bearing. The motor assembly was replaced.